Event description:
Boston scientific received information that at this cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead from another manufacturer exhibited loss of capture at the time of device implant, so the lv lead was turned off. Now lv tip to right ventricular (rv) lead is exhibiting noise, but the device isn't showing it. Boston scientific technical services (ts) discussed this could be due to myopotential noise and that it could be small enough in amplitude that the device isn't seeing it. The system remains in service. No adverse patient effects were reported. Additional information received indicates that the device exhibited oversensing of noise on the right atrial (ra) channel as well. The ra lead is a non-boston scientific product. The device remains in use. No adverse patient effects were reported.

Event description:
Boston scientific received information that at this cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead from another manufacturer exhibited loss of capture at the time of device implant, so the lv lead was turned off. Now lv tip to right ventricular (rv) lead is exhibiting noise, but the device isn't showing it. Boston scientific technical services (ts) discussed this could be due to myopotential noise and that it could be small enough in amplitude that the device isn't seeing it. The system remains in service. No adverse patient effects were reported. Additional information received indicates that the device exhibited oversensing of noise on the right atrial (ra) channel as well. The oversensing lead to inappropriate mode switch. The ra lead is a non-boston scientific product. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that at this cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead from another manufacturer exhibited loss of capture at the time of device implant, so the lv lead was turned off. Now lv tip to right ventricular (rv) lead is exhibiting noise, but the device isn't showing it. Boston scientific technical services (ts) discussed this could be due to myopotential noise and that it could be small enough in amplitude that the device isn't seeing it. The system remains in service. No adverse patient effects were reported. Additional information received indicates that the device exhibited oversensing of noise on the right atrial (ra) channel as well. The oversensing lead to inappropriate mode switch. The ra lead is a non-boston scientific product. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.